Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were seen by their dentist and has required them to cease treatment immediately. Patient provided a letter of recommendation that stated the patient's bite is incorrect and unacceptable.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.